Manufacturer narrative:
(B)(4). D11 - medical product: catalog #: 137m0002, outer shft standard inserter, lot # 11672. Reported event is confirmed based on the provided photograph for the returned zyston outer shaft standard inserter for the failures of fracture and jammed. As well as the zyston inner shaft standard inserter for the failure of binding or jammed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00444.

Event description:
It was reported that during the procedure, the inner and outer shaft of the inserter did not align correctly, became jammed on the cage, and a piece broke off. The inserter was removed from the cage using pliers from the hospital shelf. There were no reported patient impacts or significant surgical delays. This is report one of two.